Event description:
It was reported that the electrocardiogram (ECG) module was unable to get anything except artifact when trying to perform transtelephonic monitoring checks. The module was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.